Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation findings: the instrument was received for eval with the distal tip broken off about 1.75 inches. A visual examination found galling marks inside the hood, the probe tip flattened and the shaft slightly bent. The material hardness of this device was tested and found to meet specification. Markings on the shaft indicate that this device had come in contact with another instrument at some point during use. A review of product history from the past 2 years found two similar reported events for this failure mode. Each evaluation of the break noted damage to the area. Conmed linvatec will continue to monitor this device for failures.

Event description:
It was reported that the shaft of this instrument broke during use in an acl reconstruction surgical procedure. The broken portion was retrieved and the procedure was completed. There was no injury associated with this case though the surgical time was extended by 1-1/2 hours.